Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted UDI# (B)(4). Concomitant medical products: item # 00877502802 / bioloxâ head / lot # 3002512, item # unknown /unknown stem/ lot # unknown , item # unknown/ unknown liner/lot # unknown. Report source: (B)(6).

Event description:
It was reported that patient underwent hip revision surgery approximately one month post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified right total hip arthroplasty with super dislocation of the femoral head and acetabular cup. Visual examination of the provided pictures identified the head has come away from the liner. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event was determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.